Manufacturer narrative:
(B)(4). Concomitant medical products: unknown glenosphere, unknown humeral bearing, unknown humeral tray, unknown humeral stem, unknown base plate. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01328.

Event description:
It has been reported patient underwent initial reverse shoulder arthroplasty. Subsequently patient was revised three (3) months post implantation due to disassociation of the glenosphere from base plate. Glenosphere and poly were revised. Attempts were made and no additional information is available.

Manufacturer narrative:
Concomitant medical products: unk glenosphere unk poly no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to perform a compatibility check. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.